Event description:
It was reported that the left ventricular (lv) lead caused phrenic nerve stimulation. The lead programming was adjusted and the lv lead remains in use. The patient is part of the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645, implantable pacing lead, 2011 (B)(6); 693558, implantable tachy lead, 2011 (B)(6); (B)(4), bi-ventricular implantable cardioverter defibrillator, 2011 (B)(6). (B)(4).